Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a damaged edge was found on the mallet when the set was returned to the office for inspection. The driver tip was stripped and rounded. It was found when the set was returned to the office for inspection. The impactor tip was worn and damaged. It was found when the set was returned to the office for inspection.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.